Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the pilot valve is leaking. Additional malfunctions are the o-ring for the manifold and ty-wrap for the sieve bed are defective.